Event description:
It was reported the external pulse generator (epg) display is distorted. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display was bleeding pixels. It was also noted that the upper and lower cases were broken, the heart block and lead flex cover were contaminated, the battery contacts were compressed, the battery drawer was damaged and the keyboard was scratched.